Event description:
In 2003, a fire loss occurred. The fire resulted in eight fatalities and exclusive property damage to the facility. A preliminary investigation performed indicates the fire likely originated in a room of the facility. A subject bed was removed from the room. It is believed the bed was manufactured by basic american metal products (formerly thill inc.) Association between the fire and the bed have not been established at this time. Add'l info will be provided as it becomes available.